Event description:
It was reported the device was used during a diagnostic laparoscopy and lysis of endometriosis. It was reported while using the lcs15 it was noted the trigger handle was stiff and the jaws of the device would not line up. The staff attempted to reassemble the lcs15 and still the jaws would not line up. The case was completed by pulling a new lcs15. There was no consequence to the pt.